Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that on (B)(6) 2015, the patient underwent recurrent hernia repair. During the procedure, the doctor recognized a fascial defect and repaired it using a new mesh. Due to chronic pain and suspected recurrent hernia after the second procedure, the patient again presented for CT scan, which demonstrated evidence of recurrent incisional hernia. On (B)(6) 2016, the patient again underwent surgery to repair recurrent hernia. The doctor began the procedure robotically but found dense small bowel adhesions to the implanted mesh; he then performed lysis of adhesions robotically, but was ultimately required to abort the robotic procedure and convert to open laparotomy. Due to the presence of severe small bowel and omental adhesions, the doctor was unable to remove all of the mesh and performed two distinct small bowel resections. No additional information was provided.

Manufacturer narrative:
Additional information: in addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported that the patient underwent recurrent hernia repair on (B)(6) 2015 and mesh was implanted. During the procedure, the doctor recognized an 8-cm fascial defect and repaired it using a 15 x 20 cm piece of mesh, product code # phy1520v. Due to chronic pain and suspected recurrent hernia after the (B)(6) 2015 procedure, the patient again presented for CT scan, which demonstrated evidence of recurrent incisional hernia. On (B)(6) 2016, the patient again underwent surgery to repair recurrent hernia. This surgery was performed by another doctor. The doctor began the procedure robotically but found dense small bowel adhesions to the implanted physiomesh; he then performed lysis of adhesions robotically, but was ultimately required to abort the robotic procedure and convert to open laparotomy. Due to the presence of severe small bowel and omental adhesions, the doctor was unable to remove all of the mesh and performed two distinct small bowel resections. No additional information was provided.

Manufacturer narrative:
Additional information.